Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon procedure, the device jaws were sticking together and not completely opening all the way. There was no patient injury. The site contact was not able to provide additional details regarding the device and incident.

Manufacturer narrative:
(B)(4). Date of follow-up report : 02/04/2016. The returned product met specification as received. Visual inspection found no defects. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications.